Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated; the device met air flow specifications. Additional evaluation findings are as follows:1.) Minor cosmetic damage; 2.) Lamp at 500 or more hours and identified as a non-olympus lamp. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the air turned on but the air button was not pressed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported problem regarding the air button. The DHR confirmed that the subject device was shipped in accordance with the specifications. The reported problem was not reproduced. The investigation was unable to determine the root cause of the issue. Olympus will continue to monitor field performance for this device.